Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 2 november 2020, the episode recorded on (B)(6)2020 showed noise that was not a typical pattern of external interference. In addition, the markers indicated ventricular pacing, however no capture signals were observed on the ventricular channel for more than 6 seconds. The patient is pacing-dependent, however did not report any symptoms. The patient did not report any specific changes in habit on the day the episode was recorded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2020, the episode recorded on (B)(6) 2020 showed noise that was not a typical pattern of external interference. In addition, the markers indicated ventricular pacing, however no capture signals were observed on the ventricular channel for more than 6 seconds. The patient is pacing-dependent, however did not report any symptoms. The patient did not report any specific changes in habit on the day the episode was recorded.